Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection noted the lead was returned in two segments, a terminal end and a tip end segment totaling 635 millimeters. A portion of the lead may be missing. The extracting stylet was returned stuck in the tip segment of the lead. The extracting wire was wrapped around the lead body insulation several times for extracting purposes. The rate/sense coil was extremely stretched in the tip segment due to the extracting stylet. Cuts were noted in the insulation. The returned segments passed continuity testing which confirmed their electrical integrity. Analysis was unable to confirm the allegations made against the lead in the field.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2500 ohms. High pacing threshold measurements and a decline in sensing was also observed on the rv channel. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.